Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Returned device include #2 implant, suture construct, trocar #1 and 2, and the hand piece. There are no visual nonconformances to the #2 implant, hand piece and the trocars. The #1 implant is broken off from the suture construct. The #2 implant is attached to the suture construct. Suture is frayed and broken off. The knot appears to be flipped and will not slide. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the first implant was deployed correctly. As the doctor was advancing the second trocar it became stuck and would not move. He cut the suture and removed the device. The first implant was not retrieved. He replaced the cinch and the case was completed.